Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with persistent low flow hazard alarms. A root cause was not identified and the patient was taken to the catheterization lab. In the lab an angiogram of the outflow graft was performed. Using the intravenous ultrasound, it was determined that there was a severe proximal outflow graft stenosis (invagination) lesion with a length of 6cm. Outflow graft stenting was to be performed.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Manufacturer's investigation conclusion: the reported outflow graft stenosis and low flow alarms could not be confirmed as no images or log files were provided and no product is available for investigation. A specific cause for the stenosis and alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.